Event description:
Received customer medwatch from facility, stating baby had received an overinfusion of tpn and died. Pump was accidentally programmed for 68 ml/hr rather than intended rate of 6.8 ml/hr and infused approximately 150 ml in just over 2 hours. Pt developed acute respiratory deterioration, hyperglycemia and hyperkalemia and died the following day in spite of aggressive medical and ventilatory management. Facility states pump did not malfunction, but their testing of keypad showed the force required to press the decimal point key was higher than that required for the 6 or 8 keys. Due to nicu environment, audio key click feature had been disabled by the facility in this profile, so user would not receive audio confirmation of key presses. Device has been requested, but facility is doing own internal investigation at this time and consulting legal department before deciding whether to send to cardinal health for investigation. On-site investigation was also offered to customer. Follow-up report will be filed if device is received for evaluation at a later date.